Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - addition informationg3 date received by mfg - addition informationg6 type of report - addition informationh2: additional information/ device evaluation - addition informationh3: device evaluation by manufacturer - addition informationh6: adverse event problem - correctionconcomitant medical products - addition information

Event description:
Subsequent to the initial MDR, a correction is required.